Manufacturer narrative:
Acquiring additional information on the status of unit. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that the getinge field service engineer replaced the safety disk of the cardiosave intra-aortic balloon pump (iabp). Then he determined that the new safety disk was defective after the installment. The membrane different pressure test failed. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1(site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1 (event site state: (B)(6)). It was reported that the getinge field service engineer replaced the safety disk of the cardiosave intra-aortic balloon pump (iabp). Then he determined that the new safety disk was defective after the installment. The membrane different pressure test failed. There was no patient involvement, and no adverse event reported. Getinge fse performed new safety disk replacement at hospital. Discovered new safety disk is defective after installing new safety disk into unit. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received a safety disk, with a reported that the safety disk failed the diff pressure test. Performed visual inspection of safety disk per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the safety disk into the iabp cardiosave test fixture.. Performed and tested in accordance with the cardiosave service manual part number. Found that all functions were normal. The tests did not trigger the reported problem of the safety disk failed the diff pressure test. Retaining the safety disk in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed' due to the failure analysis and testing department was unable to replicate the failure. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.